Event description:
It was reported that the deviceexhibited a patient notifier anomaly. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.